Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned. Analysis indicated that the device had normal depletion and met 80% of expected longevity.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) due to high left ventricular output. The device was removed and replaced. No patient complications have been reported as a result of this event.